Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Reportedly, the pump was being used for a saline trial. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, a new cartridge was loaded to address the event.